Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer¿s reported image issue was confirmed and found to be caused by a faulty cable. In addition, service found white dots appeared on the image due to damage to the pixels of the image sensor. The cable boot came off due to chemical/physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that no image was displayed on the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. The corrected information is in section b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the faulty cable likely disabled the communication, which resulted in no image. However, the root cause of the faulty cable could not be identified. The device's instructions for use provides the following information regarding the proper use of the cable, which can help to prevent the issue: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Per the legal manufacturer, the other device defects included in the initial MDR (white dots on the image, and cable boot came off) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information submitted on the initial report: the subject device is an olympus loaner asset. The device was returned to olympus without an alleged complaint from a user facility. The reported issue (no image was displayed) was found by olympus service when checking the device after it was returned.